Manufacturer narrative:
Date sent to FDA: 11/17/2020.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2013 and mesh was implanted. It was reported that the patient underwent revision surgery on (B)(6) 2015 during which it was found that the bowel and omentum were profoundly adherent to the mesh and both the bowel and omentum were dissected out contiguous with mesh. It was reported that the patient experienced severe pain, nausea, vomiting, loss of appetite, obstruction and discomfort sleeping. No additional information was provided.